Manufacturer narrative:
This event occurred in (B)(6). Calibration signals were slightly lower than expected. Qc was acceptable. The sample was spun for 5 minutes at 3004 g. Based on the type of sample tube the customer uses the spin time may be too short and the speed may be too high. No issues were identified during a review of the alarm trace. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The initial result was 103 ng/l. This result was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated on a different instrument and the result was < 10 ng/l. The repeat result was believed to be correct. The troponin t hs reagent lot number was 370695 with an expiration date of 31-mar-2020.